Event description:
A home patient's spouse contacted baxter's technical service center regarding a low drain volume alarm during initial drain. The home patient's spouse indicated the home patient has an infection and diarrhea and wanted to bypass to fill 1. No patient injury or medical intervention was indicated at the time of the initial report. A follow-up call was placed to the home patient's spouse in 2005. The home patient was reportedly admitted to the hospital in 2005 for peritonitis. Per the home patient's spouse, the home patient was treated with zyvox and discharged 5 days later.